Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving intrathecal baclofen (concentration and dose unknown) via an implantable infusion pump. Patient history included intractable spasticity and cerebral palsy. In 2007 or 2008 (exact date unknown), the patient's pump was removed because it eroded through the patient's skin. The device ruptured the patient's skin. No further symptoms were reported. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report. Additional information was received from the physician's office indicating that the type of baclofen that was being administered via the patient's pump was lioresal intrathecal. The patient was also being treated with lamictal, pepcid, phenobarbital, roxicet, nasoline, zyrtic, atrovent, bentyl, zofran, and neurin at the time of the event. The patient had a history of severe cerebral palsy and mental retardation. At the time the patient experienced significant nutrition issues. The patient was allergic to erythromycin, bactrim, morphine, and valium. The patient first started to experience pump erosion on (B)(6) 2008, and as a result, the pump was explanted on (B)(6) 2008. It was unknown what diagnostics were performed in relation to the pump erosion. The pump erosion was thought to be due to patient movement and poor nutrition. The pump erosion had been resolved.